Event description:
The consumer notes he got readings of 385 and 465 within an hr. He then went to the ER and his blood was checked and the consumer got a very low reading of 46. The consumer's dr wants his test strips to be replaced.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.